Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure voluntary MDR/medwatch report number mw5181432.

Event description:
A voluntary MDR/medwatch report was received on 01/26/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via maude on 12/19/2025 the patient experienced a hypoglycemic event accompanied by a seizure, reportedly due to false glucose readings and periods of no readings. The report states that an ¿extreme high¿ egv reading led to excessive insulin administration, which subsequently resulted in hypoglycemic shock with seizure activity. Details regarding the reversal or treatment of the hypoglycemic shock were not described in the report. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.